Event description:
"Unable to stop delivery, stop key would not work". The facility's biomedical department stated that the reported event occurred during biomed testing. According to biomed, no patient injury or need for medical intervention has been reported. Biomed stated they have no record of any patient incident involving the pump since the last baxter service event.